Event description:
It was reported that several patients had experienced problems with the swivel clip on the statlock stabilization device. Upon securing the bag to the leg, it was stated that the clip broke completely off the adhesive portion. The clip broke some within minutes and some within a day or two. Most of the patients used to get up to 6-7 days but had to change them more frequently.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed..

Event description:
It was reported that several patients had experienced problems with the swivel clip on the statlock stabilization device. Upon securing the bag to the leg, it was stated that the clip broke completely off the adhesive portion. The clip broke some within minutes and some within a day or two. Most of the patients used to get up to 6-7 days but had to change them more frequently.